Event description:
Surgeon inserted the medium-large clip applier for the da vinci robot through one of the port sites. Once in the patient, the clip applier would not fire at all and an error message appeared stating to reinsert the instrument. Surgeon took the instrument out and inserted it back in. The clip applier still did not fire. The surgeon tried a different medium-large clip applier for the da vinci and it was able to fire.